Event description:
It is reported that during surgery in late 2008, the suture couldn't be pulled out from the shaft part. The surgery was finished using the same in which only a few came out from the shaft.

Manufacturer narrative:
This report will be amended when our investigation is complete.